Manufacturer narrative:
Additional review indicated patient code (B)(4) is not applicable to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2017. It was reported that they first started experiencing the issue of their stimulation not working on (B)(6) 2015. The patient mentioned that it started to work briefly around (B)(6) 2016 for about a month and hadn¿t worked since. It was further reported that their device wouldn¿t charge, wouldn¿t reset, and wouldn¿t work. The patient wanted to be connected with someone who could help fix their problems or have the unit removed. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). Information was reported that a patient needs someone to get their stimulation working again. The patient had a manufacturing repres entative (rep) in california but now he lives in washington state and needs help getting new rep to help get his stimulation working again. No further complications were reported. No additional patient symptoms were reported.